Manufacturer narrative:
(B)(4). The documentation shows that the production order was manufactured according to specifications. Prior to market release the lens met all manufacturing requirements. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted. (B)(4). Placeholder.

Event description:
It is reported that the lens was explanted due to the haptic having rotated out of position. Lens was discarded following surgery. A new lens was placed and the patient is doing well.